Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the diabetes educator that their patients experienced diabetic ketoacidosis. The caller stated the patients would experience high blood glucose and change their infusion site. The patients would then be hospitalized and treated with an insulin drip. Troubleshooting was not performed on the insulin pump. The insulin pump will not be returned for analysis.